Event description:
The user rec'd erratic results for calcium, ast, and co2. Multiple pt samples were noted to be involved, however, specific number of samples was not provided. The user provided results for 4 pt samples, of which 3 were found to be discrepant. All repeat testing was performed the same day as the original testing. Sample 1 had co2 run on a cup aliquoted from the mpa and the p module generated a result of 38 mmol per l. The same sample was autorerun on the same p module in the same sample cup and generated result of 26 mmol per l which was reported. In 2009, sample 2 had calcium run on a cup aliquoted from the mpa and the p module generated a result of 6.3 mg per dl. The primary tube was pulled and manually rerun, generating results of 9.6 mg per dl on the same p module and 9.7 mg per dl on the integra 800. The result of 9.6 mg per dl was reported. Sample 3 had calcium run on a cup aliquoted from the mpa and the p module generated a result of 5.2 mg per dl. The primary tube was pulled and manually rerun, generating a result of 8.4 mg per dl on the same p module. The result of 8.4 mg per dl was reported.

Manufacturer narrative:
The field service rep determined the cause to be the sample probe and replaced it. The user ran calibration, qc and precision to verify the analyzer performance.